Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
After being fully inserted in the patient¿s ocular dexter (right eye), dib00 model intraocular lens (iol) did not stay in lens sac. The same surgery was completed however, it is unknown if another iol was implanted. There was no patient injury. The following are all unknowns: incision enlargement, suture(s), vitrectomy, and patient status post-procedure. The suspect iol is not available for return as it was discarded. No further information is available.